Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery the head of compression driver broke off into screw head and had to be retrieved. All pieces accounted for. S&n backup was available. Surgeon states case was delayed 25 minutes. No injury to patient reported.